Manufacturer narrative:
(B)(6). Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage due to nick in tube with the incident lot was observed. Nine customer samples were evaluated for leakage in the tubing with no defects identified. Additionally, a review of the manufacturing records was completed for lot 6165646 and no issues were identified. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Event description:
It was reported that there was leakage in the tubing close to the luer adapter for bd vacutainer® ultratouch¿ push button blood collection set. No injury or medical intervention.